Event description:
It was reported that prior to starting a da vinci si prostatectomy procedure, the tip was crossed on a precise bipolar forceps instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the tips of the instruments grips were bent. One grip was bent, causing a side to side misalignment of the grips. There was a .096 offset at the tip indicating overloading. Failure analysis concluded the damage may be due to mishandling / misuse. An additional observation not reported were scratches on the surface of the distal pulley. Various scratches on the distal end of the main tube showing light material removal and a rough surface finish were also found. The scratches were short in length and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removed ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.